Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that two right atrial (ra) leads and two right ventricular (rv) leads exhibited high capture thresholds, resulting in loss of capture. The physician suspected this might have been due to the patient¿s anatomy. All ra and rv leads were not used. The physician implanted a leadless pacemaker and completed the procedure. The patient remained in stable condition.